Manufacturer narrative:
UDI: (B)(4). Investigation summary ==> the complaint device was received at the service center and evaluated. It was reported that during the demo, sometimes the user needed to enter the button many times, then it could work. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: the motor shaft is stuck, the locking ring does not close properly, the values of the keypad are out of range, defective drill mounting mechanism. The hand control set and drill mounting mechanism were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep in (B)(6) that during a demonstration, it was observed that the button on the micro tornado hp w handcontrol device had to entered many times for it to work. During in-house engineering evaluation, it was determined that the locking ring did not close properly and the drill mounting mechanism was defective. There was no procedure nor patient involvement reported. No additional information was provided.